Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported that a puncture was found on the outer package, and had penetrated the sterile package. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned box confirms there is a puncture hole that has gone through the outer box sleeve, inner box, cavity lid and the top foam insert. Failure mode: process : packaging : damaged packaging device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left manufacturer was conforming to all specifications. However, specific root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.